Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. Related report numbers (including this report) 3025141-2025-00494 3025141-2025-00553.

Event description:
It was reported that two extractors were broken. The broken fragments may remain inside the patient's body. The acutwist screw could not be removed and ultimately remained inside the body.

Manufacturer narrative:
The returned extractors were visually inspected under magnification to confirm fracture. Under magnification, the batch numbers of the two acutwist® acutrak® comp. Screw extractors (pn ai-ex20) were confirmed. The fracture surfaces are jagged, with multiple fracture planes that all have a gritty and dull appearance, indicating brittle fractures from a single overload event. No other damage was observed on either of the extractors. Multiple scenarios are possible as to the failure of the extractor tip such as misalignment during insertion, encountering dense bone, hitting the acusinch implant. Therefore, no definitive conclusions can be made. Related report numbers (including this report) 3025141-2025-00494.